Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system rejected the cassette and locked prior to a vitrectomy procedure. The case was canceled. There was no pt involvement. Additional info has been requested.